Event description:
A customer contacted beckman coulter inc., (bec) and reported the coulter lh 750 hematology analyzer misread the barcode for sample ID (B)(4) (patient 2) as (B)(4) (patient no error messages were generated. Abnormal complete blood count (cbc) results were generated under the erroneous ID, matched to the wrong patient (patient 1), a (B)(6) male and reported outside of the laboratory. The physician called patient 1 who stated he had not had his blood drawn yet. On (B)(6) 2012, the customer re-ran the original specimen, the instrument properly read the barcode and the results were correctly matched to patient 2, a (B)(6) male, in the laboratory information system (lis). All results are consistent and appear to be from the same sample as stated by the customer. There was no change to patient treatment. No death or injury is associated with this complaint.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse was present for five hours while the instrument was operating; hundreds of samples were run and 3 produced errors. The reader was flipping digits and sometimes replacing a number with a symbol. The fse ordered parts. Subsequently the fse returned and replaced the barcode reader, the diluter-to-card cable, and the barcode decoder board. The fse performed barcode reader tests and ran many samples with no misreads. Service activity was verified per established procedures and results meet published performance specifications. Photos were submitted of the sample with labeling intact. Examination reveals the sample ID as (B)(4). The barcode is clear with no markings, tears, folds or obstructions. The scanner and barcode decoder board are being returned for evaluation. Samples of the labels have also been requested. Part and labels have not been received as of 03/02/2012. Based on available information, the customer receives samples pre-labeled from multiple sites; sample ids vary between 6 and 8 and may be numeric or alpha-numeric. The order for patient 2 had been generated at the doctor's office and downloaded to the lis. The root cause for the misidentification is unknown; however, it is believed the checksum was disabled. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. Per labeling: "use of bar codes is an extremely accurate and effective method of positive patient identification. Certain features, such as checksum digits, maximize accuracy in reading codabar, code 39 and interleaved 2-of-5 labels. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar codes without checksums, beckman coulter recommends that you verify each bar-code reading to assure correct patient identification". Patient information: (B)(6). Patient (2) (B)(6).